Manufacturer narrative:
(B)(4). Date of event:only event year known: 2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? What is meant by, ¿a recovery was necessary?¿ did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Response: no further relevant information for this file. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported a recovery was necessary because of post-op bleeding and clots on the anastomosis line. Procedure: anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 06/14/2022. D4: batch # 421a64. Additional information received: I am a colorectal surgeon with over 1000 procedures like that. Bleeding on the colorectal circular scar. It occurred in the immediate aftermath of the surgery. Patient was transfused. Hemorrhagic control was done by 1/ stopping the anti-coagulant treatment, 2/ rectal washing and removing clot at the operating room. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device was received inside the sterile package and with no apparent damage. The package was opened and the breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: : firing the device with an unsecured anvil will result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. As the final adjusting revolution is approached, the orange staple height indicator moves into the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.